Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella 5.5 support and during support, the patient had atrial fibrillation. The patient was cardioverted and support was continued. Additionally, the patient had a gastrointestinal bleed. Support was continued. The pump was successfully weaned and explanted after 10 days of support. The patient survived the explant.